Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient's receiver displayed a hardware error. Dexcom technical support advised the patient's mother to reset the device, however, the reset did not clear the error. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).the returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device would not turn on. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.